Manufacturer narrative:
Investigation: a terumo bct service technician inspected the device at the customer site, per the standard operating procedure (sop) and service manual for hemolysis. While performing the fluid test the technician noted fluid in the centrifuge chamber. Additionally, when the technician removed the separation set -filler, the filler was scratched, and dark grey residue was observed on the centrifuge filler housing. Lot number, manufacture and expiry date are not available at this time. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that hemolysis did not occur and the device was working as intended. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a procedure on a rika device, the device alarmed twice, and possible hemolysis was observed. The first alarm indicated, "leak detected: centrifuge" and the second alarm stated, "possible hemolysis". Hemolysis was observed by the customer and the procedure was discontinued. The operator noted that there were no set errors or pinched tubing. Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Inestigation: a teurmo bct service technician inspected the device at the customer site, per the standard operating procedure (sop) and service manual for hemolysis. While performing the fluid test the technician noted fluid in the centrifuge chamber. Additionally, when the technician removed the separation set -filler, the filler was scratched, and dark grey residue was observed on the centrifuge filler housing. Lot number, manufacture and expiry date are not available at this time.¿¿ investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a procedure on a rika device, the device alarmed twice, and possible hemolysis was observed. The first alarm indicated, "leak detected: centrifuge" and the second alarm stated, "possible hemolysis". Hemolysis was observed by the customer and the procedure was discontinued. The operator noted that there were no set errors or pinched tubing. Donor information and outcome are unknown at this time. The platelet collection set is not available for return because it was discarded by the customer.